Event description:
On 3/1/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8350pr powerasp would not resize to a 4mm degree. Another device was used to complete the case. After the procedure, the device was examined, and it was determined the inner tube could not move up or down. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-8350pr, serial/batch number (B)(6), powerasp, was received for investigation. Visual evaluation under a magnifier noted striation marks along the shaft. The inner tube had debris lodged inside as well. Functional testing was not performed due to the damage of the device: the inner tube was immobile. Dfu-0215-7; precautions 8-11: excessive ¿loading¿ on the powerasp device will disengage the cam mechanism and stall the cutting effectiveness. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). 10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn.11. All arthrex disposable arthroscopic devices are preassembled, packaged sterile, and ready for use. Irreversible damage will result from any attempt to disassemble curved blades, flushcut burrs, clearcut burrs, powerpick, and powerasp devices. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.